Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that there were some areas with potential no surface of contact between the tube and the drip chamber. The insertion depth of the tubing into the drip chamber was according to specification. Pressure testing and clear passage testing were performed, and a defect was noted between the assembly of the tubing and the drip chamber. Priming was also performed, and a defect was noted between the assembly of the tubing and the drip chamber. Dimensional testing was performed, and the tubing was according to specification. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a computed tomography scan was performed on the sample, and areas without surface of contact were observed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred in an unspecified date of january, 2024. E1: initial reporter phone no.(additional): cell: (B)(6). G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of two (2) clearlink system non-dehp solution sets had leaked at the junction "where the buretrol meets the IV tubing". This occurred during total parenteral nutrition (tpn) infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.